Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The test blood glucose transmitter communicated properly to the insulin pump. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had issues with the insulin pump. Customer stated that her blood glucose level was 95 mg/dl when she went to bed, but when she woke up; her blood glucose level was 500 mg/dl. Customer used the bolus wizard, but her blood glucose level still went up to over 600 mg/dl. Customer's blood glucose is now at 453 mg/dl. Customer declined troubleshooting for high blood glucose levels. Customer was advised to call back if she has any further issues. Customer mentioned that one time when she removed the introducer needle, it appeared to be cracked but her set worked fine at the time. Customer called back on (B)(6) 2014 and stated that she talked to her health care professional and they told her to get her insulin pump replaced. Customer wants to replace her pump. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.